Event description:
The customer reported that during a procedure, the jaws of the device locked down on tissue and would not open. The surgeon had to use another device to seal and resect the tissue around the device to remove it from the patient. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the latch pin inside the handle was bent. The reported condition of device locked on tissue was not confirmed. The investigation found that the handle of the device was difficult to open. Further investigation found that the latch pin on the handle was bent, which was preventing the handle from moving smoothly along the track on the inside of the device body. This occurs when the handle is forced opened. The device was tested on porcine kidney and no locking or tissue sticking event occurred. The investigation identified the root cause of the reported bent latch pin event to be mishandling by the user for continuing to use the device after it was forced open. The instruction for use (IFU) states, if the lever cannot be unlatched following use, open the device by forcing the lever forward from the handle. The device will no longer function properly and must be discarded. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the jaws of the device locked down on tissue and would not open. The surgeon had to use another device to seal the tissue around the malfunctioning device, and then cut the device out of the body. There was no patient injury.